Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5. An xtw clip was inserted and placed on the tricuspid valve. However, during deployment the clip would not separate from the triclip delivery system (tcds). Troubleshooting was performed; rotated the triclip steerable guide catheter (tsgc), took off curves, the gripper lever was broken apart and removed, and the gripper lines were physically removed. The tcds was then pulled back, and the clip was able to be detached from the tcds, and deployed. To stabilize the clip, an additional clip was implanted, reducing tr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported difficult or delayed activation-clip deployment could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated a cause for the reported difficult or delayed activation (difficult to deploy the clip) cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.